Manufacturer narrative:
Updated fields: a1 (sex, age at time of event, weight), b4, d9 (return to manufacture date), e1 (initial reporter, event site telephone, event site email), e3, g3, g6, h2, h3, h6 (type of investigation). Corrected fields: d10. A internal failure was shown on screen and the unit would not restart. The customer swapped the unit and reported there was no patient harm. A getinge field service engineer (fse) evaluated the unit and found tec#124 & 58, "prolonged shuttle prs / large atm pressure change / system shutdown" in the log files indicating a pneumatic/transducer failure. The unit was tested, the system was ok and ran for a couple hours. The fse could not duplicate the failures. The fse replaced the drive manifold and the drive transducer as a precaution and performed test. All tests passed to factory specifications. The failure analysis and testing dept. Received drive manifold and the drive transducer with a reported unit failure of codes 124 and 58. Also had an internal failure and system shutdown. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the parts to factory specifications per the procedure. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e2,e3,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions, component codes),h11. Corrected field: h6 medical device problem. A getinge field service engineer (fse) evaluated the unit and found "prolonged shuttle prs / large atm pressure change / system shutdown" in the log files indicating a pneumatic/transducer failure. The unit was tested, the system was ok and ran for a couple hours. The fse could not duplicate the failures. The fse replaced the drive manifold and the drive transducer as a precaution and performed test. All tests passed to factory specifications.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had a internal failure, gas hissing/popping sound and the unit shutdown. A internal failure was shown on screen and the unit would not restart. There was no harm reported.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had internal failure and hissing sound. No harm reported.